Event description:
It was reported to medtronic neurosurgery that a vp shunt procedure was performed for neonatal hydrocephalus. According to the report, the device was explanted on (B)(6) 2015. Reportedly, the patient did not have any adverse events.

Manufacturer narrative:
The valve was patent and met the requirements for reflux and pressure-flow testing. The device did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The valve also did not meet the requirements for pre-implantation testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the instructions for use also state that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).